Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced severe pain, discharge, infection, inflammation, tenderness, abdominal wall abscess, intraabdominal abscess, infected mesh, large amount of thick purulent material, loculated pus, excision, crumbled/crumbling absorbable tacks. After treatment, the patient experienced revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a2, a4, b5, b7, d8, e1 (street 1, city, region, postal code), g1, h4, h6 (patient codes, device codes, ime e2402: sores), <(>&<)> additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced severe pain, discharge, infection, inflammation, tenderness, abdominal wall abscess, intraabdominal abscess, infected mesh, large amount of thick purulent material, loculated pus, adhesions, perforation, scarring, non-healing wound, sores with oozing pus on shoulders, arms, back, <(>&<)> upper thigh, fluid in hernia incision site, stage three kidney disease, afib, renal disease, ascites, stroke, edema in legs, <(>&<)> loss of enjoyment <(>&<)> quality of life. Post-operative patient treatment included revision surgery, mesh excision, incision <(>&<)> drainage of abdominal wall <(>&<)> intra-abdominal abscess, cat scan, fluid drainage, blood thinners, paracentesis, <(>&<)> medication.

Manufacturer narrative:
Additional info: a1, a5b, b5, b6, b7, d6b, h6 (patient codes, ime e2402: sinuses), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced severe pain, discharge, infection, inflammation, tenderness, abdominal wall abscess, intraabdominal abscess, infected mesh, large amount of thick purulent material, loculated pus, adhesions, perforation, scarring, non-healing wound, sores with oozing pus on shoulders; arms; back; upper thigh, fluid in hernia incision site, stage three kidney disease, afib, renal disease, ascites, stroke, edema in legs, loss of enjoyment & quality of life, tender mass, cysts, draining sinuses, hernia recurrence, scar tissue, & nausea. Post-operative patient treatment included revision surgery, mesh excision, incision & drainage of abdominal wall & intra-abdominal abscess, cat scan, fluid drainage, blood thinners, paracentesis, medication, CT scan, mass opened and drained, antibiotics, wound care, hernia repair with mesh, excision of cysts, hernia sac excised, purulent fluid drained from cavity, & primary closure.